Event description:
This ra lead was implanted on (B)(6) 05. A call to technical services on (B)(6) 11, states that there are elevated outputs in the atrium. Ra 3.5 v @ 0.6 ms 440 ohms 67% pacing. Working with dr. (B)(6), at (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).